Event description:
Hcp reported the pt had a granuloma at the catheter tip with cord compression. The pump and the catheter were explanted but not returned to the MFR for analysis. A f/u report will be sent when add'l info is rec'd.